Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed. A field service engineer investigated, and no errors displayed on site. Pharmacy technician informed fse that issue was resolved by restarting the device. Upon inspection, no obstructions were found behind the back panel, and all sensors were clear. An hta test was performed and passed successfully. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.